Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error image on the screen and another pump error. Blood glucose level at the time of the incident was 9.2 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with critical pump error and a broken force sensor due to moisture damage to force sensor. The insulin pump received with corroded electronic assemblies and corroded motor home switch.